Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that insulin pump had full black screen and exposed to extreme temperatures (had a fire at her house). Customer stated pump smells like smoke and advised to stabilize at room temperature. Customer stated black screen disappear. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.